Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was having symptoms of lightheadedness and feeling queasy for a couple days and was admitted to the hospital for observation. Upon interrogation there were many atrial tachy response (atr) episodes that appeared to be due to non-reentrant ventricular atrial synchrony (rnrvas). Boston scientific technical services (ts) reviewed the available episodes and found that there were premature junctional contractions (pjcs) undersensed by the ventricular channel. Then the atrial ventricular delay timed out and there was a ventricular pace that captured but potentially caused a retrograde p wave. The ventricular pace also appeared to have caused farfield signal that fell outside of cross chamber blanking and into post-ventricular atrial refractory period (pvarp). Then a retrograde atrial fibrillation (af)and the pattern repeated and inappropriate mode switch occurred. Then the farfield signal eventually fell into blanking and was not sensed. This caused the atr episode to end. When the atr episode ended the patient's rhythm went back to normal bradycardia in which a premature ventricular pace occurred and extended the pvarp to the 500 range. This caused a retrograde atrial sense to fall in pvarp, thus breaking the rnrvas. The field representative reprogrammed the implantable cardioverter defibrillator (ICD) by decreasing the atrial sensitivity from 0.25 mv to 0.5 mv and turned on atrial flutter response (afr). Ts also discussed that increasing pvarp would also help to not tracking the retrograde p-wave. No additional adverse patient effects were reported.